Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began 6 months prior to contacting lifescan. The patient reported obtaining a blood glucose reading of 130mg/dl on the subject meter. The patient reported that immediately before obtaining this reading they were experiencing a symptom of "shakiness." The patient reported self-treating this symptom with food/drink. The patient denied testing on any other device. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia and required self-treatment after the alleged issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.